Event description:
The persona-c, sn (B)(6), was in use during a surgical case when smoke began to emit from the control tower. The unit was removed from use immediately and transferred to service department for evaluation. Service department found r1, attached between, tb2, k2-1, k2-2, and k1-4, had overheated and began to smoke. There was charring along the wire leading to tb2. The honeywell 2455r thermostat was fully secured to r1 and had sufficient thermal paste to transfer heat for the designed purpose.

Manufacturer narrative:
Event description: the persona-c, sn (B)(6), was in use during a surgical case when smoke began to emit from the control tower. The unit was removed from use immediately and transferred to service department for evaluation. Service department initial investigation: service department found r1, attached between, tb2, k2-1, k2-2, and k1-4, had overheated and began to smoke. There was charring along the wire leading to tb2. The honeywell 2455r thermostat was fully secured to r1 and had sufficient thermal paste to transfer heat for the designed purpose. Manufacturer investigation: request of receiving the defective components for further investigation.